Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred while disconnecting after peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event; however the patient was treated with intraperitoneal antibiotics. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: two (2) photo samples were received for evaluation. Visual inspection by the naked eye observed the female connector was separated from the main body. The reported condition was verified. The sample did not meet specification due to the separation and the cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. There were no other issues noted during the evaluation. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.